Event description:
The reporter did a back to back blood glucose test, within 10 minutes, using separate fingersticks, and got results of 6 and 290 mg/dl. No symptoms were reported. Reporter stated that the contact points on her meter had not been cleaned. Reporter did not have control solution for testing. Upon follow-up, the reporter stated that she had not placed enough blood on the test strip when she received a result of 6 mg/dl on the meter. After cleaning her meter she retested, getting a blood glucose result of 116 mg/dl. She performed a control solution test that was within range 130 (100-151).